Event description:
Endoscopist was removing a colon polyp using valleylab cautery, microvasive hot biopsy forcep and valleylab rem polyhesive ii ground pad on the pt's right thigh. Several polys had already been removed. During the last polyp removal, the pt cried out stating that they felt a shock go through their body.